Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was "dead as a doornail". It was stated that the patient did "everything the representative told her to do". It was noted that the patient was seeing the poor communication screen with or without the antenna. It was reported that the patient was unable to make adjustments with or without the antenna attached. It was stated that "about two weeks ago it stopped working". That was also about the last time the patient felt stimulation. It was noted that the patient had successfully recharged the device "about three weeks ago". It was noted that the patient was implanted "sometime" in (B)(6) of 2013. It was reported that the patient was able to get all 8 coupling bars, but the battery was empty. Additional information has been requested, but was not available at the time of this report.